Manufacturer narrative:
Additional information was added to d1, d4 (catalogue #), g1 (manufacturer name and address), g4, h6 and h10. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified clearlink paclitaxel set leaked etoposide. This was observed at bedside. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the customer reported lot j3j232; however, this is not a valid lot number. Should additional relevant information become available, a supplemental report will be submitted.